Manufacturer narrative:
The reported malfunction could not be duplicated. The device was put through extensive testing without duplicating the malfunction. Review of the device logs found no issues. The device was recertified and returned to the customer. The batteries that were used at the time of the reported incident were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during incoming inspection, the device would not powerup. Complainant indicated that there was no patient involvement in the reported malfunction.